Manufacturer narrative:
Concomitant medical products: product ID 977c190, serial# (B)(4), implanted: (B)(6) 2018, product type lead; product ID: 977c190, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient¿s paddle lead was removed due to an infection. No further complications were reported or anticipated. Indication for use is non-malignant pain.